Event description:
It was reported that the customer had a battery issue with the insulin pump. Customer's blood glucose level was 135 mg/dl. Customer stated that she has put 2 batteries in the pump that did not work and she can't get the top off. Customer stated that the pump has not turned on with different batteries. Customer stated that they were not able to remove the battery cap. Customer stated that a piece of plastic came off the top. Customer stated that the pump was not working. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with stripped battery cap coin slot, cracked battery tube threads, cracked case on display window corners and cracked reservoir tube lip.